Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic lower anterior resection, while being applied at the anastomosis, the patient incurred a post op bleed at the staple site. There was no tissue loss or damage as a result of this. They drained the blood and performed post-op care to resolve the issue. The patient was fine as per surgeon.

Manufacturer narrative:
Correction : if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic lower anterior resection, while being applied at the anastomosis, the patient incurred a post op bleed 7 days later original surgery at the staple site. The blood loss was below 500 cc. There was no tissue loss or damage as a result of this. They drained the blood and performed post-op care to resolve the issue. The patient was fine as per surgeon.